Manufacturer narrative:
The unit could not perform the basic occlusion, occlusion, prime, and excessive no delivery test due to a detached end cap. The motor passed the motor test. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and a broken belt clip slot. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a drive and motor anomaly. The customer's blood glucose level was unknown. No further details were provided.